Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision of tibial insert due to instability and pain.

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
It was reported that patient previously implanted with a total knee received a revision of the tibial insert due to instability and pain. The device was exchanged, and the wound was "washed out" during the procedure. It was reported that the patient is "doing better since the washout".

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Pending evaluation.

Event description:
Revision of tibial insert due to instability and pain.